Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. It was also noted that the patient had fallen two days prior to the syncopal episode. A device interrogation noted that the pacemaker was functionng as intended. The device remains implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.